Event description:
A customer alleged a ventilator failed to alarm when a pt receiving ventilatory support became disconnected from their circuit. When the disconnect condition was identified, the caregiver provided manual resuscitation and the pt returned to his baseline condition. No permanent harm or injury occurred.

Manufacturer narrative:
The manufacturer has requested the return of the ventilator for evaluation and will file a follow-up report when their investigation is complete. The return of device for evaluation has been requested.